Event description:
The customer reported that while performing fluoroscopy, the system's left monitor went white. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltages were checked and the connectors on the camera and mainframe were reseated. The system was tested and found to be working as intended and put back into service.